Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred from an unspecified location while in use of a homechoice cassette. This was described as ¿wet machine due to bad dialysis fluid¿. This occurred during an unknown process step of automated peritoneal dialysis (pd) therapy. The patient was not connected at time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.